Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole "clips scissored and malformed. Retrieved malformed clips crom patient. Replaced applier. No patient injury." Additional information was received via email on (B)(6) 2018: the surgeon did not torque the jaws on vessel or tubular structure. The clip was not closed over thick/dense tissue. The surgeon did not skeletonize the tissue while the clip was loaded in the jaws. The experience occurred after the insertion into the trocar. There were 6 clips that were applied in the procedure. The reported event occurred with 6 clips. Type of intervention: "retrieved malformed clips crom patient. Replaced applier." Patient status: "no patient injury."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. Upon visual inspection, engineering observed that the feeder, a metal component located in the shaft, was found to be slightly out of specification. The complainant's experience of clips scissoring could not be replicated or confirmed. However, it was observed that the clips that were fired during testing loaded improperly, which can potentially result in a scissored or malformed clip when fired over a vessel. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was slightly out of specification. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.